Event description:
The customer reported that the central does not alarm. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number (B)(6).

Event description:
The customer reported that the central does not alarm. The device was in use at time of event, there was no adverse event reported. Results of functional testing indicate there is no problem with the equipment. The equipment was operational and complies with the factory specifications. The cause of the central station not alarming was due to the configuration of the telemetry and it was defined to alarm lower than what the customer wanted. The central logs were removed and all the configurations in the central for the monitors and telemetry were verified. The panel has been restarted and all functions and alarms are active.